Event description:
The customer reported the touch screen is not working and the system is locking up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, and calibrated the touch screen. System operates as intended. (B) (4)